Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump shut off during the night. When customer attempted to reset insulin pump a motor error alarm was received. Customer's blood glucose was 370 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI, however, customer went through a metal detector a week prior to alarm. Drive support cap appeared normal. Customer reported that insulin pump also received a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected blank display, restarting, or turning off was noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.